Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination of the device identified leaks in the proximal cylinder body in cylinder 1, as a result of sharp instrument damage; holes and tool marks from a clamp/hemostat in the cylinder outer tube was present. Based on this observation, although leaks were present in cylinder 1, due to this damage being consistent with explant, it is considered a secondary failure. Therefore, the reported allegations of fluid leak and mechanical issue are unable to be confirmed and the cause of the reported event cannot be established. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that the cylinder 1 had leaks in the proximal cylinder body, as a result of sharp instrument damage; holes and tool marks from a clamp/hemostat in the cylinder outer tube was present. Due to this damage being consistent with explant, it is considered a secondary failure. Visual examination of the remaining components did not identify any leaks. Functional testing of the device identified that the cylinder 2 and the pump, performed within specifications. The cylinder 1 was not functionally tested due to the leak observed in visual analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that one of the inflatable penile prosthesis (ipp) cylinders had a couple small holes in it, causing a complete fluid loss to the system. All components were successfully removed and replaced with no further issue. The patient is fully recovered.